Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive troubleshooting without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. The device receptacle was replaced as a precaution. A replacement multi-function cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old female patient, the device failed self-test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.